Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status 8 device investigation types have not yet been determined. Additional information: 8 devices were labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly had a decrease in pressure. 3 events had patient involvement; no patient impact. 5 events had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 1 device was received. 7 devices were not available for evaluation. Event confirmation status 1 reported event was confirmed. Evaluation results 1 device was found to be affected by inadequate welding.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly had a decrease in pressure. 4 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.